Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a exhibited a false positive pacemaker mediated tachycardia (pmt) episode. Technical services (ts) reviewed the device data and noted that one single beat was oversensed. Further evaluation was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.